Event description:
It was reported that this patient implanted with this pacemaker, experienced syncope and was hospitalized. The healthcare professional requested a company representative complete a device check. Available information indicates this product remains implanted and in service. No additional adverse patient effects were reported.